Event description:
The intraocular lens was removed and replaced without complication due to the patient's complaint of halos and glare after surgery. The lens was replaced with a higher diopter lens of the same model.

Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 4501 milliliters (ml). This event meets overfill criteria. This is report number 2 of 3.

Manufacturer narrative:
The intraocular lens has not yet been received by the manufacturer for analysis. Lens met all manufacturing specifications prior to release.

Manufacturer narrative:
The intraocular lens was received cut in half across the optic. The returned iol was visually inspected and met specifications. The diopter of the lens could not be measured due to the condition of the optic. The optical record results for the serial number affected was reviewed, the result showed that the lens met optical characteristic specifications prior to release. No additonal reports of a similar nature were received for the remaining iols manufactured in this lot. While the results of our investigation were inconclusive we do not believe this event was caused by the intraocular lens. Initial implant of 22.5 diopter was replaced with a 23.5 diopter lens of the same model.